Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no patient involvement.

Event description:
(B)(4). Case description: customer syringe device fails barrel clamp open in binary sensor task (s/n (B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer syringe device fails barrel clamp open in binary sensor task (s/n (B)(4)). Explained problematic issue to barrel clamp failing during the binary sensors task. Assisted customer to identify the issue being with the syringe sizer assembly. Customer given the replacement part number to the syringe sizer assembly. Customer to call back for assistance, if any further issues and/or concerns need addressing. End call.